Manufacturer narrative:
Catalog number and unique identifier are unknown. No information has been provided to date. 510k number is unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device alarmed "no disposable pump won't run". The patient transferred the cassette to another pump and the same issue occurred. The patient was advised to do a new mix with the cassette and this resolved the reported issue. No patient injury was reported.